Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix bag was found to be leaking from a weld on the upper left seam. This was found at the pharmacy after filling before release to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection was performed and noted a small tear in the weld on the upper right seam of the bag. Functional testing was performed and revealed a leak from the seam. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.